Event description:
It was reported to philips that the system could not perform fluoroscopy. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The neurovascular diagnostic procedure was completed as planned by restarting the system. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse checked the logfile which showed some errors. The fse found that the x-ray tube was arcing. The fse solved the issue by cleaning the high voltage cable and performing the x-ray tube conditioning procedure. After these service actions, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.